Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) transvenous lead displayed a pacing impedance greater than 2000 ohms in every configuration involving the tip. The device was programmed around the tip issue for the time being. The lead is now programmed to ring to coil with an impedance of 350 ohms. A boston scientific technical services (ts) consultant stated that is sounded like the distal set screw was not tightened and there was no need to go in and fix the situation at this time. No adverse patient effects were reported. Subsequent information indicates that this product was explanted and returned. Information indicates that this patient passed away. There were no allegations regarding the patient's death.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observation of out of range pacing impedances were unable to be reproduced, it was reported that previously the impedance issue was resolved with reprogramming.